Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed and ECG fall-off test. The cause for the failure was isolated to an intermittent pulse wire connection in the trunk cable. The root cause for the intermittent connection was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patients electrode belt and reported that the patient was experiencing "adjust belt" messages.